Event description:
Event description boston scientific crm received information that during the implant procedure, a perforation occurred while attempting to cannulate the coronary sinus (cs) using an electrophysiology (ep) catheter inside this guiding catheter. The biventricular procedure was stopped and a single chamber pacemaker was implanted. Dye was found outside the cs. An echocardiogram was performed. A small amount of fluid was noted in pericardium but not enough to drain. A swan-ganz catheter was used as preventative measure to monitor the patient's condition. No adverse patient effects were noted. The patient underwent a scheduled av node ablation the next day.